Manufacturer narrative:
The insulin pump had button error alarm and no escape button response due to flattened button dome switch. The device was received with scratched lcd window and cracked reservoir tube lip. The device was received without the original pump belt clip,however pump belt clip slot was broken. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.